Event description:
Event description guidant received information that this patient underwent an av node ablation. The patient was now feeling dizzy and symptomatic with the device in dual-chamber mode and when her rate would rise above 90. Subsequently, there was additional light headedness and syncopal events associated with possible loss of capture and far field sensing.